Event description:
Reporter stated that pt had rec'd numerous error messages while attempting to test with the suspect device. Reporter stated that pt "blacked out" and was subsequently transported to the hospital, by paramedics, where her blood glucose measured 32 mg/dl (on a hospital blood glucose monitor). Pt was reportedly treated with intravenous fluids (contents not provided) and was given something to eat. At the time of the report, pt had been discharged from the hosp. Reporter noted that pt had tested her blood glucose, using the suspect device, and obtained a result of 388 mg/dl. Pt then tested on reporter's blood glucose monitor and obtained a result of 218 mg/dl. Reporter indicated that pt is not properly dosing the test strip, which was attributed to pt's difficulty in obtaining an adequate blood sample. Pt's current condition: ok. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.